Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation.

Event description:
It was reported that the surgeon ¿has asked that the monitors be preset for as soon as you turn it on. He had an issue last week where it wasn't set correctly and it directly affected the patient.¿ the facility indicated that the device will not be returned for evaluation, it is ¿working correctly¿. No additional information is available.

Manufacturer narrative:
Date of this report: january 13, 2015. Describe event problem: additional information received from complainant: ¿there was no injury. The patient's voice is completely normal. The issue was that the threshold for events was set too low, which created a set up for a very widespread field stimulation. I needed the settings changed back to a threshold level of 175 vas opposed to 100 where the machine was set.¿ date manufacturer received: february 27, 2015.

Event description:
Additional information received from complainant: "there was no injury. The patient's voice is completely normal. The issue was that the threshold for events was set too low, which created a set up for a very widespread field stimulation. I needed the settings changed back to a threshold level of 175 vas opposed to 100 where the machine was set."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.